Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, the insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump was received with corroded battery tube, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 219 mg/dl. Customer stated the display did not return after inserting new battery. Customer reported the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.